Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak on the counter coming from the right side diluter of the coulter lh 500 hematology analyzer. Customer reported that the volume of the leak was 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported to bec field service engineer (fse) that they reattached a tube that had disconnected at pinch valve (pv42). The fse performed preventive maintenance.

Manufacturer narrative:
(B)(4).